Event description:
The introducer sheath was inserted in a pt with ventricular septal defect. The sheath was inserted via the femoral artery to diagnose the extent of shunting of the ventricular septal defect. After insertion of the sheath, the physician notice that the sheath separated and a piece remained in the artery. It was surgically removed. There were no pt complications.